Event description:
It was reported that when doing the threshold test at 60 or 70 beats per minute (bpm), the threshold was 0.5 v. When the test was performed at 80 bpm or more, the threshold was 2.0 v. Lead impedances were normal at rates of 60 and 70 bpm. At higher rates the atrial and ventricular lead impedances were greater than 2500 ohms. The pulse generator was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the reported conditions were due to a defective integrated circuit.